Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) contacted the customer and confirmed that there were no further biometric identifier issues. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier driver required an update to the es lumidigm v9.6.41540 shim. Followed the es 1.11 upgrade, users were experiencing login issues, required four or more attempts to successfully access the station. However, there were no delays or adverse events or injuries reported based on this event.